Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy laparoscopic procedure, the surgeon was firing a purple reload across the stomach and the handle locked up resulting to incomplete staple line distally. Another handle and reload were used to complete the case. There was no patient injury.